Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with a minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a missing display window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display after the customer fell then changed the battery. The customer's blood glucose level was 270 mg/dl. The product has been returned. Nothing further was reported.